Event description:
Crm service notification text 01/15/2022 09:52:23 erp_rfc_user related svn (B)(4). Crm service notification text 01/15/2022 09:46:04 keel2 customer concern: customer had high bg during the night because the battery cap was not able to be connected to the pump dop114-980doc: high bgs/under delivery. What led up to the event?: customer had to stop using the pump because the battery cap would not insert into the pump after a battery change. Document current bg value: 195 mg/dl. Is customer currently reporting any symptoms related to their high bgs?: no. Does customer feel ok to troubleshoot?: yes. Has customer been using the insulin pump system within 48 hours of reported high bg event?: no. Document why the customer was off the pump: customer could not turn the pump on due to the battery cap not fitting. Did customer stop using the insulin pump system due to pump/product issue?: yes. Dop114-980doc: display - flashing/white/blank/frozen/partial. What led up to the event?: battery cap would not connect to the pump. Advise customer to disconnect at the quick release. Customer completed previously is customer calling back after installing a new battery, monitoring pump for 2 hours, and frozen display recurred?: no. Is the customer calling back with blank display after receiving a new battery cap?: no. Is customer reporting blank display?: yes. Was display blank for less than 30 seconds and then returned?: no. Is display blank at time of call?: yes. Advise customer to remove battery. Did ¿insert battery¿ alarm display on pump screen?: no. Advise customer to check contacts on cap for damage. Are contacts on battery cap missing or damaged?: yes. Advise customer we will send a new battery cap. Advise customer to discontinue use of the pump and revert to backup plan per hcp's instructions until new battery cap arrives: customer completed previously.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b1, b2, b5, d10, h6 with this report.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose of 435 mg/dl. It was also reported that the display on the insulin pump was blank due to the battery cap contacts damaged. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.